Event description:
The initial reporter stated that they had blood backing up into the administration set. They stated that this was occuring during the kvo period between infusions. Mmdg followed up with the initial reporter who stated that the patient had been diagnosed with thrombosis, but that it was unrelated to the complaint. They stated the patient was doing well. (Complaint-(B)(4)).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.